Event description:
The facility's materials mgmt reported an infusion pump with an 807:00 failure code. The facility was contacted by baxter tech support and stated they have no record of any pt incident involving the pump since the last baxter service event. Details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.